Manufacturer narrative:
Manufacturer's analysis could not confirm the customer comment that the device experienced noise on the atrial and ventricular channels; the device passed all incoming functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise while using the analyzer in the atrial and ventricular channels; it was decided to change the threshold cables twice, but the noise persisted. The analyzer was then replaced, which resolved the issue. The analyzer has been returned for repair. There was no patient involvement.